Manufacturer narrative:
Analysis synthesis: review of the expert logs confirmed that the implant communication interruption occurred as expected when reaching the defined communication threshold of 50 minutes over a two-month period. This threshold was reached due to an unusually high number of follow-ups initiated by the implant since (B)(6) 2025, with multiple communications per day. These excess communications, although properly managed by the system interfaces, were caused by a duplicated follow-up schedule in the database. This issue was introduced during the correction of separate bug, where the script failed to filter the relevant cases, inadvertently reactivating obsolete calendars. The patient has since attended a follow-up, and communications with the implant has been successfully restored.

Event description:
Reportedly, the device stopped to communicate with the implant.

Event description:
Reportedly, the device stopped to communicate with the implant.